Manufacturer narrative:
Initial.

Event description:
It was reported that the user intentionally under announced meals to reduce insulin delivery, after which the meal-dosing algorithm adapted and subsequently delivered larger doses when a usual-size meal was later announced, resulting in a blood glucose of approximately 40 mg/dl. A factory reset with setup assistance was performed with education on proper meal announcements and completion steps to resume automated control. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included technical support review, user education on meal announcement practices, and guided device setup. Investigation of this case revealed no device or component malfunction and identified use-related error related to meal announcement behavior that led to inappropriate insulin dosing relative to intake. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal entry behavior, with device function as designed.